Event description:
(B)(4) received information that this implantable cardioverter defibrillator (ICD) recorded a code 1005 indicative of an open shock lead condition with shock impedances greater than 145 ohms for the patient's unknown right ventricular (rv) lead. The code was discovered upon interrogating the ICD following the patient's presentation to the hospital for inappropriate shock therapy. It was noted that all other rv lead impedance measurements were out of range and persistent noise was visible on electrograms (egms). The patient was hospitalized and tachycardia therapy programmed off while awaiting revision. Information was later received indicating the device was replaced though additional details were not available. No additional adverse patient effects were reported. This ICD is no longer in service.

Event description:
Additional information was received that the ICD actually remains implanted and only the rv lead was successfully replaced during the revision procedure. In addition, the model and serial number for the rv lead (0692/105728) was obtained. The rv lead was returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Laboratory analysis determined that the lead's inner insulation became damaged and the rate/sense and high voltage conductors fractured due to lead-on-lead contact. Because of the inner insulation damage, it then allowed the rate/sense and high voltage conductor coils to come in physical contact with one another. As a result of this contact, the two conductors shorted against themselves, during shock delivery, causing the melting found during analysis. It was concluded that the lead caused the clinical observations. In addition, this short was entirely contained within the lead and would not have caused damage to the ICD.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This investigation will be updated should further information be provided.